Event description:
Info received indicates that a short time after beginning bypass the oxygenator occluded; device inspection found the unit was clotted. The product was changed-out during the case with no consequence reported for the pt.